Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for evaluation. Upon examination, the pump was found to exhibit a visible battery compartment crack that was not noted by reporter. There was corrosion in the battery compartment. Evaluation found that the pump powered up properly and the power circuit did not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. The black box revealed a sudden drop in voltage followed by a replace battery alarm at the time of the alleged heat. There was indication that a fully charged battery was then installed with no additional alarms or voltage malfunctions. The complaint that the pump exhibited heat could not be verified or duplicated. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
It was reported that the battery and pump became warm to the touch. There was no bodily injury due to the temperature.